Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the physician was treating a plaque shift from a previously treated lesion with a promus element plus and a non-bsc stent located in a large diagonal branch. The 4.0x5mm and a 5.0x6mm quantum apex balloon catheters were inflated to their rbp for several inflations. Additionally, several non-bsc balloon catheters were used for postdilation.

Manufacturer narrative:
Age at time of event: 80 years or older. (B)(4).

Event description:
Same case as MDR# 2134265-2013-02922 and 2134265-2013-03033. It was reported that during a percutaneous coronary intervention stent damage and vessel dissection occurred. The lesion being treated was located in the left anterior descending artery. The physician was treating a plaque shift from a previously placed stent in another vessel. The physician direct stented with a 4.0x16mm promus element plus stent; however, resistance was noted and the stent had a waist in the mid portion. The physician post-dilated the stent with 4.0x5mm and a 5.0x6mm quantum apex balloon catheters. A dissection was noted proximal to the implanted stent. The procedure was completed by implanting a non-bsc stent to cover the dissection. No further complications were reported and the patient's status is fine.